Event description:
A caller reported experiencing a cartridge alarm 20 on their device, which caused their blood glucose level to display as "high." The customer replaced the cartridge themselves but received guidance from technical support to ensure it was loaded correctly. The issue was resolved without the need for third-party assistance, and the customer successfully resumed insulin therapy.